Manufacturer narrative:
The reporter returned two vials of test strips for investigation, and the test strips were tested using a retention meter and retention controls. Vial #1, the test strip lot is 440101-13 with 2 test strips remaining. Vial #2, the test strip lot is 440101-13 with >10 test strips remaining. Testing results with vial #1 (qc range = 2.2 - 3.4 inr): qc 1: 2.7 inr qc 2: 2.8 inr testing results with vial #2 (qc range = 2.2 - 3.4 inr): qc 1: 2.7 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek-xs meter serial number (B)(4) compared to an unknown laboratory methodology. At 2:14 p.m., the patient¿s meter result was 6.2 inr. The patient¿s laboratory result "within minutes" was 3.9 inr. The customer used the laboratory¿s result to dose the patient. The patient's therapeutic range is 2.0- 3.0 inr.